Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Healthcare professional reported pain and deformity. Device remains implanted. Treatment is through ibuprofen, paracetamol, montelukast.

Manufacturer narrative:
Cont. E.1; 52 1 81 1464 8846 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, h6.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Healthcare professional reported pain and deformity. Device was explanted and replaced. Treatment is through ibuprofen, paracetamol, montelukast.